Event description:
It is reported that the patient was revised due to tibial loosening and pitting was observed on the articular surface.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. It was reported that there was "sinkiang of the tibial tray with medial bone loss" and loosening in addition to the articular surface being pitted, but no devices or photos were received; therefore, the condition of the components cannot be confirmed. These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.